Event description:
The customer reported they were getting an error message to attach the wire when the wire was already connected. There was no reported injury to the pt.

Manufacturer narrative:
(B)(4). The MFR documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints regarding this failure mode within this lot have been reported. Visual and microscopic inspection and functional testing were performed. During the investigation it was observed there was a kink located at 247 mm from the proximal end of the wire and separation at the distal hypo-tube joint. The distal hypo-tube joint had been broken at the base or beginning of the metal spiral. The several spiral metal form was still attached to the proximal coil. The proximal coil had begun to unwind at the damaged site. The trifilar had also been severed at the damaged location. The core wire remained intact. The failure was likely due to torsional overload. However, we were unable to confirm when and how the failure occurred. Volcano will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.